Event description:
Customer reports testing 417mg/dl and taking 60 units of 75/25 insulin. Customer states that within 20 minutes, she was experiencing hypoglycemic symptoms and her husband had to give her juice, glucose tablets and food. No medical treatment was sought. No quality controls were used. Requested return of suspect device and replacement was sent.